Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported a system message was received during surgery. The cassette was noted to be leaking fluid into the system. The system was switched out and the case was completed. There was a reported delay of 15 minutes. There was no pt harm reported.